Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) lead pace impedance measurements greater than 2,000 ohms. There was also noise seen on the rv electrogram. The patient was not pacemaker dependent and no inappropriate therapy was exhibited. The patient underwent a revision procedure and the rv lead was extracted without any complications. The physician alleged lead damage at the suture sleeve location; however, this was not visually observed. No adverse patient effects were reported. A new rv lead was successfully placed. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.